Event description:
The reporter stated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in patient's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens.

Manufacturer narrative:
(B)(4).